Event description:
Customer states: 20 minutes after the intubation on pt, a doctor confirmed the air leakage. Info provided suggest that recannulation of a replacement tube was required however, it has not been confirmed. Covidien has made multiple attempts to gather further details.

Manufacturer narrative:
Conclusion not yet available. Pending receipt of sample for investigation.